Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the surgical intensive care unit (sicu) they prepared to insert a triple lumen catheter. The arrow raulerson syringe (ars) was removed from the package and the physician noticed the tip of the needle was damaged/serrated. The ars was discarded and another kit was used with success. There was no patient death or injury. There was no medical or surgical intervention required. Add'l info received on (B)(4) 2010, from the sales rep stated the ars is not contained in this lot number for this product. It was the 18 gauge introducer needle that they experienced difficulty with. A change is being made to this kit to include the ars in the future.